Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective stopper molding was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: the customer reported that the cap was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced a broken lid/cap/hemogard shield. The following information was provided by the initial reporter. The customer stated: the customer reported that the cap was damaged.